Manufacturer narrative:
Product complaint # (B)(4). Additional information: d 4. Expiration date, h 4. Device manufacture date, h 6. Type of investigation- analysis of production records a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6. Type of investigation - device discarded

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: if the tip used is laparoscopic tip please indicate how many units of airless spray tip came with the original packaging? 4ml. How many times was the tip changed? Never. Any leakage has been detected? If yes, which part of the device (specifically) was the product leaking out? No leakage. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. The spray tips have been inconsistent where it sprays as a laser/straight line and not the mist form it usually does from laparoscopic tip. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # ==> (B)(4) h6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - if the tip used is laparoscopic tip please indicate how many units of airless spray tip came with the original packaging? - how many times was the tip changed? - any leakage has been detected? If yes, which part of the device (specifically) was the product leaking out? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.